Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/19/2020. Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device phm436 batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on (B)(6) 2019 and the barbed suture was used. During the procedure the thread got broken. Another like suture was used to complete the surgery. There were no patient consequences reported.